Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Since the lot number is unknown a batch review was not requested. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of an incomplete prime was not confirmed due to a lack of sample. A batch review was not performed due to unknown lot number. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center (tsc) and reported that the patient line does not have any solution in it, so he needs to start over. The baxter technical service representative (tsr) assisted the home patient (hp) with the incomplete prime. The hp stated he disconnected. The tsr had the hp cycle the power. The tsr assisted the hp with ending the therapy and getting the set out. The tsr explained the hp can start over with all new supplies. Product surveillance contacted the nurse on (B)(6) 2011 and notified the nurse of the incomplete prime. According to the nurse the patient did not report any issues or symptoms. The patient has been to the clinic since this event and has resumed therapy with no patient injury or medical intervention. No further information is available.